Event description:
The pigtail catheter fractured during an abdominal aortic aneurysm repair leaving an 8" piece of catheter in the pt's artery. The pt required subsequent surgery for removal of the catheter. The device was removed via an endovascular retrieval. Pt outcome was requested but not provided by reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.